Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding pt/inr cartridge that yielded a discrepant pt/inr results when compared to the lab method. Customer is seeing an increase in I-stat resulting >3.5 or above which is their reflex testing limit for I-stat. Customer states that all pts are treated on stago. Customer was used two lots of comparison study. Lot# r12028, manufacture date: 01/2012, expiration date: 07/14/2012. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, the incident was identified and linked to an investigation was completed on (B)(4) 2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.